Event description:
(B)(6) 2012: a peritoneal dialysis patient called fresenius technical support regarding m37 patient pressure not constant after pressing ok to start treatment. The patient's wife stated the doctor changed the treatment for dextrose to a higher concentration since the previous dextrose was not working very well for the patient and that was the cause why he was retaining so much fluid. (B)(6) 2012: the patient's nurse stated that the patient was hospitalized due to fluid overload not due to the cycler but due to inappropriate solution used. No reported drain issues or device malfunction prior to hospitalization.

Manufacturer narrative:
A product investigation was performed for this device. A visual inspection showed no physical exterior discrepancies. All functional tests passed. A simulated treatment was performed and completed with no issues or alarms. The reported symptoms were not confirmed. A review of the device history record was performed. There were no unexpected variances, adjustments or comments noted int he device record. A review of the complaint tracking system listed one other complaint for the reported symptom for this device and it was with the same patient. A review was performed by the post market clinical department. Per pharmacovigilance physician, there is no report of a device malfunction which could lead to incomplete dialysis treatments and fluid overload. This patient has a history of low ultrafiltration, which is dependent on dialysis prescription and ability of the patient to achieve the adequate ultrafiltration.